Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that he took a lunch bolus for approximately 60 carbohydrates and at 3:30pm he felt shaky and tested his blood glucose (bg) and it was 60mg/dl. He treated with food and rechecked the bg and it was 75mg/dl. The patient stated that later that day he walked to the garage at work and he felt shaky and his bg was 47mg/dl. He treated with applesauce and jelly beans, suspended his pump and rode home on his bike since he was not feeling any symptoms of being low. He reported that when he reached home 30-35 minutes later his bg was 51mg/dl and treated with juice. The patient stated that he is a new pumper and has been on the pump for just one week. Troubleshooting indicated that there is nothing to indicate that the pump is malfunctioning. Customer support instructed patient to discuss settings with their healthcare professional or diabetes educator as the pump may need adjustments. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.